Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 5 events were reported for this quarter. Product return status: 5 devices were received for evaluation. Evaluation status: 5 events were confirmed during testing, - 5 devices were found to be affected by missing paint chips. Product disposition: these devices are not repairable and were not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device had paint chips missing; 5 events had no patient involvement; no patient impact.